Event description:
Pt has a history: left breast cancer and left mastectomy, placement of left breast implant. The pt stated that the implant leaked. The implant was taken out. Then 2nd implant leaked. Third (current) implant was and causes pain. The pt wants the implant taken out. The implant was taken out without any problem and no major complication. The implant was sent to pathology with capsule following the policy.